Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, a failure of the circuit rectifier board was causing the pressure sensor to not function properly, causing the reported alarm and display issues. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that their olympus high flow insufflation unit began beeping during a laparoscopic surgery and the front panel blacked out. According to the initial reporter, the staff completed the procedure using a similar device without any patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the circuit board failure could not be determined. Olympus will continue to monitor field performance for this device.